Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that contact was concerned that the pump was not calculating the "insulin level correctly" as the customer had a blood glucose (bg) of 417 mg/dl. Tandem technical support reviewed the insulin on board feature and the correction factor setting with the contact. Based on the calculations, it appeared as if the pump was calculating and correcting appropriately. The contact confirmed that the pump calculated the correct bolus to address the bg level.